Event description:
It was reported that the patients stimulation was randomly turning off. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not released by the medical facility and will not be returned.